Event description:
Physician in a foreign country reported that a pt who has received nine treatments with bovine collagen implants since being skin tested (negative) in nov of 1997, experienced some lumpiness at site treated in 1999. The lumpiness self corrected in a couple of months and pt did not report it to the physician at that time. After the latest treatment of the lip lines and naso-labial folds in 1999, pt again experienced lumpiness, and also tenderness this time, that had not resolved when seen by the physician on jan 10, 2000. Physician believes the pt has probably been developing an allergy to collagen over the last year. On jan 10, 2000, physician treated the pt with steroid cream, antihistamine tablets, and glycolic peels.